Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed and remains in use.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic). The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.